Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller with troubleshooting, which included instructing the removal of air gaps in the insulin cartridge and guiding them to reload the cartridge, resolving the discrepancy issue.